Event description:
It was reported that the pt had no stimulation sensation. The impedance readings are greater than 4,000 ohms on some of the bipolar pairs and some of the unipolar pairs. Device troubleshooting was being considered. Further information is been requested from the hcp.